Event description:
Covidien recieved a report of a n560 where the far left segment on the display was intermitently not displayed.this location is on the saturation readings portion of the device. No patient harm was reported to covidien.

Manufacturer narrative:
(B)(4)